Event description:
The customer reported a abnormal tongue retraction on the left side. The revision surgery was performed on (B)(6) 2026. During the procedure, the paddle was repositioned, resulting in a successful revision with restoration of appropriate tongue protrusion and satisfactory device function.